Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 313 mg/dl, which was addressed with a correction bolus. Reportedly, the customer feels that due to using her leg as insertion site and as that site area was not always as successful as other sites, or that using some old, but not expired insulin, may be the suspected causes of the elevated bg level. At the time of the call, the customer's bg level had stabilized and was 149 mg/dl. Additionally, when attempting to load a cartridge onto the pump, the customer received multiple, minimum fill messages with one cartridge. The customer believes the cartridge had been loaded with less insulin than usual, but declined to provide the amount of insulin the cartridge had been filled with. The customer added additional insulin to the cartridge, and completed the load process successfully and resumed insulin delivery.